Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) been completed. The reported problem (check therapy electrode alarms, damaged connector) was confirmed. Upon investigation the electrode belt trunk cable connector was cracked and the white pulse wire inside of the connector was open. The open pulse wire caused the reported check therapy electrode alarms. The root cause for the damaged connector and open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt was receiving check therapy electrode alarms, and that the pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.